Manufacturer narrative:
Additional information received on 07-dec-2023: a typing error from the initial reporter indicated that this event had happened on 05-sept-2023. However, upon further clarification received on 07-dec-2023, it was confirmed that this happened on 16-november-2023. Occurrence date: 16-nov-2023. Aware date: 16-nov-2023 h11. Note- aware date: 16-nov-2023 instead of 05-sep-2023.

Manufacturer narrative:
Section h10: the cori drill rob10013, sn (B)(6) used during treatment, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario was confirmed. It was attempted to perform a key performance characteristics (kpc) test during which it was noticed that the nosepiece did not push all the way out. This made it impossible to load the burr. The drill was unlocked, and the nosepiece was pushed into the drill. When performing a kpc test again the nosepiece pushed out again and it was possible to load the burr. The drill was opened for further investigation. The exposure motor was tested and passed. The carriage was removed. One ball bearing in the nosepiece looked slightly deformed. The drill was reassembled with a new ball bearing, and a test case was performed this passed without any problems. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for the reported scenario is due to a deformed ball bearing in the carriage. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that while setting up a cori assisted tka surgery, the real intelligence robotic drill did not lock the burr attachment. Surgery was performed without any delay and was converted to conventional tkr. The patient did not have any complications despite the change made.